Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer indicated via phone call that the buttons on her insulin pump were unresponsive and not possible to clear button error alarm. Customer had high blood glucose of 567 mg/dl. Customer was advised to contact their doctor regarding high blood glucose. A new replacement pump will be provided to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.